Manufacturer narrative:
The company svc rep examined the system and found that it met all product specs. The system handpiece connector had minor charring from installing the handpiece while it was still wet from the autoclave. The connector tested normal but was replaced. The co svc rep advised the customer to make sure the handpiece is completely dry before installing into the system connector. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. The co sales rep observed surgery with the surgeon and made some recommendations regarding phaco tips and settings. No further problems have been reported.

Event description:
Three corneal burns occurred. Multiple attempts were made for more info on the events and pts' status with no response to date.